Event description:
It was reported that during the implant attempt, it was not possible to engage the set screw on the right ventricular (rv) lead coil, and it would continually spin. Follow up was attempted for additional information, but was unsuccessful. The device status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).